Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the gauge displayed 75% then the gauge displayed 5% when plugged into a power source. The user loaded a new cartridge and resumed insulin. The user reported a blood glucose (bg) level of 215 mg/dl. Additionally, it was reported that an auto off alarm occurred and that the auto-off safety feature was set at 5 hours. The user's bg level was reported to be in the 300's (mg/dl). Reportedly, the user cleared the alarm and administered a bolus to address bg level. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.